Event description:
It was reported that the wake button is difficult to press and requires pressing multiple times to function. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional action was taken.